Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 35 mg/dl. Customer addressed bg with sugary drinks. The cause was unknown. Recommendation was made by tandem technical support to consult healthcare provider.